Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was 240mg/dl and the patient was treated with insulin pen by the father. No further information available.